Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the intra-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that a patient who received a transcarotid artery revascularization (tcar) in (B)(6) 2020 suffered an embolic stroke with weakness but was improving. The symptoms lasted longer than 24 hours and no p2y12 inhibitor test was performed on the patient before or after treatment. An MRI was performed to confirm the embolic event. No further information has been made available regarding this reported event.